Event description:
The suspect meter yielded error 411 three times on the same pt. After reviewing the technique, technical support recommended a lab draw be performed. The results of the lab draw was >8.0. In 10/05, a second incident occurred where error 411 resulted twice with another pt using inratio meter. A repeat test was performed using another inratio meter. An inr of 2.5 was reported. The suspect meter was removed and is no longer being used.